Event description:
Received customer's (B)(4) report from FDA, which states "pt had IV fluids infusing and an antibiotic ivpb was hung. On returning to the room (15-20 mins or so) a large puddle of watery blood was seen on the floor. The pt's IV site was back-flowing into the IV tubing. The site itself was not leaking at all and flushed well. Dripping was noted from the hanging portion of the IV tubing. I replaced all the tubing and bags. I attached a flush to a luer lock above the leakage and capped off the end of the line. When I pushed the flush, it sprayed out in two small thin sprays about halfway between the two post-pump luer locks." No other information is available, no customer information is provided or available. There was no patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report of IV was back-flowing into the IV tubing and was dripping from the hanging portion of the tubing, could not be confirmed because the set was not returned for evaluation. No hospital name, address, or contact person is listed; no phone or e-mail is provided. Previous query to FDA for additional information, specifically name of customer and contact information has produced the response that all of the allowable information has been provided and no further information is or will be made available.